Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 521 mg/dl and the current blood glucose level was 247 mg/dl. The customer experienced symptoms such as nausea, abdominal pain, breathing difficulty. The auto mode was active at the time of the incident. The insulin pump had a leak on the plunger and the entire rubber on the screen was peeled off. The insulin pump will be returned for analysis.